Event description:
While wearing the external equipment, the pt reportedly experienced no sound perception. On october 1, 2006, the pt was seen by a company rep for device evaluation. Testing performed out of range impedance on all electrodes. Surgery to explant the pt's device is to be scheduled.